Event description:
Healthcare profesional reported patient was injected with skinvive by juvederm. 6 days later, patient developed redness and inflammation of the treated areas. Patient was treated with "cicaplast for laser", bentelan, and then a few days later was changed to treatments of deltacortene plus augmentin.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
There is no new information.

Manufacturer narrative:
Additional, corrected, and/or changed data: c1, d4, h4, and h6. A review of the device history record has been completed. No deviations or non-conformances noted.